Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown dental restoration.

Event description:
The customer reported that tooth #18 had a crown and was dislodged due to wearing retainers. The customer required medical intervention and restorative work was performed. As a result, retainers usage was discontinued.